Event description:
The customer reported that the surgeon observed the patient's posterior capsule had been torn after the (B)(4) silicone single piece lens had been inserted. The lens was removed without enlarging the incision and no vitrectomy was performed. A three piece lens was implanted and the patient is doing fine. The reporter stated the event was the result of the surgeon's technique and not related to the lens.

Manufacturer narrative:
Device: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Results: visual inspection of the returned product showed the lens was split into two pieces with a dried surgical residue on it. Both sides of the optic/haptic were checked for sharp/rough edges and edges were found to be acceptable. (B)(4).